Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported on email that there were damages the patient¿s skin with long cases causing deep red marks and blisters. The event occurred after removing the cuffs from the patient after the procedure. The exact event date is unknown. Investigation provided us with cuff information. No adverse event was reported as a result of this malfunction.